Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the lung during a laparoscopic lobectomy, the stapler was able to fire but the staple was stuck and did not advance in fabric. It was also stated that blade did not advance. They used another device to complete the procedure.

Event description:
According to the reporter, when the device was being applied to the lung during a laparoscopic lobectomy, the stapler was able to fire but the staple was stuck and did not advance in fabric. It was also stated that blade did not advance and injured the tissue because it was pressed in the jaws. This resulted to bleeding less than 100cc. They used another device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.